Event description:
Per attorney's original report: ni/ni/ni - pt required substantial medical treatment and developed pain, scarring, disfigurement and permanent injury after implant of defective mesh. Based on a review of medical records provided by the pt's attorney: (B)(6) 2006 - laparoscopic ventral hernia repair with composix mesh. On (B)(6) 2006 - office visit: pt developed postoperative ventral wall seroma. Surgeon noted the seroma would be observed and may require aspiration should it become tight and tender.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The medical records provided were limited. However, there is no indication in them that a device failure occurred or that the mesh was explanted. An office visit notes that the pt developed a seroma, which is listed as a potential adverse reaction in the product's instructions for use. No medical records beyond this office visit were provided. Additionally, no lot number has been provided; therefore, no mfg review could be performed. We have contacted the initial reporter to obtain additional info. If additional info is provided, a supplemental MDR will be submitted.